Manufacturer narrative:
During the time of the reported event, an employee was removing a loading rack from inside the chamber of the washer when the washer door started to close on the loading rack. When the employee attempted to remove the obstruction from the washer the door made contact with the employee's forearm and hand. The employee subject of the reported event did not follow proper procedure for a washer door obstruction as stated in the operator manual. The reliance 444 washer operator manual states (pp. 1-1), "if an obstruction is present in the wash chamber door, door safety sensor will detect obstruction and door will automatically stop closing. Wait until door is fully open and water flow has stopped before removing obstruction". The operator manual states (pp.1-1), "if obstruction is present in the wash chamber and door is unable to raise, do not attempt to remove obstruction from under the door. Door cables may have slackened and door may close at high speed when obstruction is removed. Call a qualified services technician to safety remove obstruction". A steris service technician arrived onsite to inspect the washer and observed that the springs on the door obstruction sensor required replacement. The technician changed the springs, ran a test cycle, and found the unit to be operating properly. Steris service technician demonstrated the proper use and operation of the washer at the user facility. The technician instructed the user facility to always contact steris. The reliance 444 washer is not under steris contract agreement for maintenance. No additional issues have been noted.

Event description:
The user facility reported that an employee was removing an obstruction from the reliance 444 washer when the door made contact with the employee's forearm and hand. The employee sought medical treatment at the user facility's emergency department and returned to work.